Manufacturer narrative:
Currently, is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she received a no delivery alarm during prime. Customer stated that the alarm was resolved by changing the infusion set and reservoir. Customer did not know the blood glucose value. Nothing further reported.